Manufacturer narrative:
The investigator considered the hernia re-occurrence as not being related to the fortiva graft but related to the surgical procedure. Hernia relapse is mentioned in the current IFU. Re-occurrence is a frequently reported complication after hernia repair, especially if certain risk factors like high bmi, large hernia or surgical site infections are met. Obesity is provided as risk factor of the patient. Previously reported events for this patient included infection and seroma, which may be considered as risk factors for re-occurrence. The three prior reported adverse events for the patient were assessed as not being related to the fortiva graft. Tutogen therefore concurs with the investigator and considers this fourth reported adverse event hernia re-occurrence as not being related to fortiva graft.

Event description:
Rti surgical, inc. D/b/a/ evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received additional information for subject 100-005 associated with the fortiva hernia study. Adverse event # 4: CT images and clinical exam from (B)(6) 2024 indicated that the patient had developed a recurrent hernia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be submitted upon completion.

Event description:
On 12/23/2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received additional information for subject 100-005 associated with the fortiva hernia study. Adverse event # 3: CT images and clinical exam from (B)(6) 2024 indicated that the patient had developed a recurrent hernia.

Manufacturer narrative:
Investigation is in process. Once the results are available, a follow-up report will be submitted for review.

Event description:
On 05/22/2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint indicating that a fortiva dermal graft was implanted in a patient on an unknown date as part of the fortiva appear trial. On (B)(6) 2024, the patient developed a seroma which required drainage, a superficial incisional infection which required antibiotic treatment, and fluid collection. On 06/17/2024, additional information was provided which indicated the patient developed fluid collection, an infection (type of infection is unknown), and was admitted to the hospital for intravenous antibiotic therapy and drainage of the fluid collection on (B)(6) 2024. The patient did not have a wound infection. To date, no additional information has been provided to rti for review. .

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot pd21480001. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. One departure from standard operating procedures was noted during the records re-review for the lot with no negative impact on the affected product. Rti germany manufactured and distributed 5 fortiva® tissue matrix 1.5mm, 20cm x 25cm grafts from lot pd21480001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Seroma formation has frequently been reported to occur post-operatively, especially when lymphatic vessels have been cut. Seroma formation may also be caused by decreased blood supply at the surgical site, poor soft tissue coverage, and/or high activity level post-operatively. Often drains are placed during the surgical procedure to prevent seroma formation. The adverse event is still ongoing. The reporter assessed the seroma and post-operative infection as being related to the procedure and not related to the fortiva graft. To date, no additional information has been provided to rti for review.